Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed for deviations and anomalies. A definitive root cause cannot be determined. X-ray review indicates there is abnormal alignment of the tibial component and mild genu varus, mild periprosthetic lucencies surrounding the tibial screws, signs of loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: trabecular metal tibial cone catalog # 00545001331 lot # 63166998. Headed screw catalog # 00579104100 lot # 63201402. Headless screw catalog # 00579104200 lot # 62565597. Headless screw catalog # 00579104200 lot # 62924025. Headless screw catalog # 00579104200 lot # 63024958. Headless screw catalog # 00579104200 lot # 63168756. Femoral component catalog # 00588001402 lot # 62730118. Articular surface with hinge post extension catalog # 00588004014 lot # 62888136. Stem extension catalog # 00598801018 lot # 63048016. Femoral augment catalog # 00599003421 lot # 62514090. Femoral augment catalog # 00599003421 lot # 62939603. Australia. Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Other.

Event description:
It was reported patient underwent a revision procedure seven years post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more is available.